Event description:
Reporter purchased this product and used the first two patches that did not heat up at all. When she used the last two patches, they heated up so much that she was left with burns on her legs. When she noticed it was burning her skin, she went to pull them off. When she pulled the patch on her right leg off, it had burned to the point of leaving blisters and the adhesive used to keep the patch on the skin was so strong it ripped the blisters off and left with skin on the patch and open sores on her leg. The left leg was not nearly as bad, it is red and hurts when brushed against. I was unable to put on pants to go to work because of the pain on the right leg. Reporter has not seen a doctor and is using ice on area and vaseline to treat area. Leg is almost completely healed now, worse leg has a few small blisters.